Event description:
The customer reported that while the iabp was in use on a pt, after two days of therapy, the iabp went into standby with no alarm. During this time, the printer did not work. The customer pressed the "start" key and the "iab fill" key but the iabp did not respond. Other keys were working. Recycling power did not correct the issue. The pt did not require additional therapy, and was weaned from the iabp. No pt injury was reported.

Manufacturer narrative:
A company representative evaluated the iabp. As of the date of this report, we have been unable to duplicate the reported problem. A supplemental medwatch will be submitted when our investigation is complete.